Event description:
It was reported that when using the bd pyxis¿ es server patient was not visible on multiple stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to view patient on multiple station. A technical support specialist (tss) documented two customer reported issues, patient a was showing a pre admitted status, and patient b displayed an incorrect room number. The tss dialed into the server and followed knowledge article patient missing on a bd pyxis medstation es and admitted patients appear pre admitted, then verified patient status. Both patients were confirmed on the server, with one remaining pre admitted and the other assigned to the wrong room. The tss educated customer during an inbound call and sent an email to co advising coordination with the admit discharge transfer team to update adt to properly reflect the patient admission. The case remained pending customer confirmation for closure. The customer confirmed the issue was resolved and granted permission to close the ticket. The system functioned as intended after the technical support specialist troubleshot the device.